Event description:
Customer reported device = 536 mg/dl. Customer went to the emergency room (ER). ER = 130 mg/dl. Lab = 100 mg/dl. Device was not coded correctly. Customer was using international strips. No treatment was received. A request was made for return product and replacement product was sent.